Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure a resolute onyx rx coronary drug-eluting stent was used to treat a moderately tortuous, moderately calcified lesion located in the left anterior descending (lad) artery/mammary graft. The device was inspected with no issues noted. The device was prepped as per the IFU without issue. Negative prep was performed without issues. The lesion was pre-dilated. Excessive force was not used during delivery. It was reported that stent dislodgement occurred during delivery to the lesion site, with the stent falling off the stent balloon undeployed. The stent was successfully retrieved with a snare. The patient was reported to be alive with no injury.